Manufacturer narrative:
Initial.

Event description:
It was reported that the user ate a burger and fries, forgot to announce the meal with the ilet with an elevated blood glucose reported at 257 mg/dl, and was later advised to allow the corrective algorithm to address the elevated glucose; the event was associated with an improper use procedure involving the user interface. No adverse clinical symptoms associated with hyperglycemia followed by hypoglycemia at 50 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to failure to follow instructions, specifically a missed meal announcement involving the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.